Event description:
He determined that my tibial had loosen. I went into surgery on (B)(6) 2018 and had a revision done, and total knee replacement was performed. In (B)(6) 2018, I started having burning and sharp pains in my left knee. I was having problems putting pressure on my leg. It's been 3 years no problem. I had an oxford zimmer planted in my knee (B)(6) 2015. My pains were growing. I made an appt with dr (B)(6), I was giving a few things to do but no change in pain. Dr (B)(6) referred me to dr (B)(6) with several test done by dr (B)(6). Implants: zimmer persona knee system, femur size 4 standard, tibia: c left, polyethylene: 10mm medial congruent. I have an oxford zimmer in right knee. I have zimmer persona in left knee.

Event description:
Add'l info received from the reporter on 07/18/2018 for report mw5078220.